Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject devices are not expected to be returned to the synthes manufacturer for investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including removal of an unknown distal radius plate and an unknown quantity of unknown screws was performed on (B)(6) 2016 due to patient pain. The plate and screws were explanted intact with no reported malfunction. The initial implant date is unknown. There was no surgical delay and the procedure was completed successfully. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).